Manufacturer narrative:
Field correction 1419185-7/24/18-001-c was initiated for correction of other potentially affected devices.

Event description:
Device was subject to fca 1419185-7/24/18-001-c, and user facility noticed burnt battery wires. Upon device return to manufacturer on (B)(6) 2018 it was noted that wires were in fact burned. The root cause was found to be the same as reason for field corrective action initiation.